Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger was not charging his battery packs. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary - device eval of charger/modem sn (B)(4) has been completed. The reported problem (charge resets) was confirmed. Upon eval, the u13 (8-bit cmos flash micro-controller) and y1 (crystal oscillator) components were shorted on the bedside board. The cause for the resets is the shorted u13 and y1 components. The root cause for the shorted components cannot be positively identified. No adverse event resulted from the shorted u13 and y1 components. The pt was issued a replacement charger/modem.